Event description:
In response to (B)(6) hosp's report #(B)(6). On (B)(6), mr (B)(6) from (B)(6) called skytron claiming a 6002 table had tilted and was leaking oil. We recommended that a trained skytron technician look at the table. Mr (B)(6) declined and said he would try to repair the table himself. We sent him a skytron 6002 parts manual to try and assist him. On (B)(6), mr (B)(6) called again requesting a skytron send our technician to help him. Skytron's trained technician was dispatched to the facility on (B)(6). Mr (B)(6), attempted to repair the table; however, was unsuccessful. Skytron's technician was unable to duplicate the initial tilting problem. However, he did find that there were 3 bolts that had loosened on the lateral tilt housing as well as the tail end cap o-rings had been 'blown out' as a direct result of the loose hardware. The damaged, 'blown out' o-rings were a result of the bolts not being tightened on each housing assembly. There were allen bolts that retain the trendelenburg and lateral tilt assembly/cylinders to the column that were also found loose. Skytron's technician repaired the table, replaced the defective parts, functioned the table, and cleaned it before pronouncing it in proper working order and returning to OEM specs. The specific reason for the loose hardware is unk. The hosp's maintenance staff requested a skytron preventative maintenance checklist for their future use indicating they are interested in adhering to skytron's recommended preventative maintenance on a regular basis.